Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of the impella cp the patient exhibited a sudden drop in pressure and suction alarm on the impella. The impella found it to be shallow, just barely across the valve. Impella was successfully repositioned under fluoro. Vasopressors / inotropes increased. Map eventually recovered. The nurse reported that the patient has occasional rounds of ventricular tachycardia (vt). Impella flow increased to p-6 and levo gtt increased. The patient was shocked 13 times overnight. The patient decompensated with further vt and team was unable to resuscitate. The patient expired on support.

Manufacturer narrative:
The investigation was completed. Pump suction: clincial reported before patient moved from cath lab table, there was a sudden drop in pressure and suction alarm on the impella. Impella found to be shallow, just barely across the valve. Impella was successfully repositioned under fluoro. No product or data logs were returned. The cause of the issue was due to an unintended use error as clinical imaging suggest positioning issues. Device in wrong position: clinical reported pump found to be shallow. No product or data logs were returned. The cause of the issue was not established as limited clinical information was provided. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. The device history review was completed and passed all post sterile inspection checks.